Event description:
It was reported that pump malfunction occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset malfunction code and was able to resume insulin with current pump, and technical support advised customer to call back if malfunction occurred again, but no additional information was received regarding the outcome of the event.